Event description:
At the shoreline surgical center, guilford CT an aespire s/5 anesthesia machine made by ge- developed a stuck o2 flush valve during a general anesthetic. If it were not for the fast diagnosis and corrective actions of the anesthesiologists involved serious patient injury would have been nearly certain.